Event description:
It was reported that noise was observed on the ventricular channel when the device was manipulated in the pocket. Noise could be replicated and was classified as vf. After further testing, it was determined that there was a loose setscrew causing the noise. The header was tapped while viewing custom egms to verify. Hence, the setscrew for the rv ring was tightened, and no issues were observed thereafter.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.